Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medsun number (B)(4): describe the event or problem: patient presented to infusion center for chemo pump d/c [discontinuation]. Upon assessment of port site, white dried powder leaking present on right side of chest skin, pump strap and patient's bra around connection site from port tubing to pump tubing. Rn educated patient and daughter that this is a sign of the chemo leaking and if in the future any dried white matter is noted to call and be seen in infusion. Patients skin was cleaned with soap and water and patient given a new shirt to wear home. Rn reinforced education about hazardous medications and spills, patient's exposed clothes were bagged and instructions for washing twice separately in hot water was reinforced. When patient changed shirt, rash to chest, neck, upper abdomen and back was noted, rn instructed patient to report this and have this seen by provider at appointment this morning.